Event description:
It was reported that the patient underwent a cervical spine surgery and as the locking mechanism was being tightened on the cervical plate, "the inner hex (gold part) stripped". According to the report, the "locking mechanism did not seem overly difficult to turn" however, there were visual signs of stripping left on the plate as well as visible marks of stripping on the locking mechanism. The plate remained implanted in the patient. No patient complications have been reported.

Manufacturer narrative:
(B)(4).